Manufacturer narrative:
Additional narrative: event date unknown this report is for an unknown femur plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery occurred on (B)(6), 2022. Patient was revised to a total knee arthroplasty. All hardware, femur plate and screws were removed. Original implant date unknown. Patient status is listed as good. Concomitant device reported: unk - screws: locking (part# unknown; lot# unknown; quantity: unknown) this is report 1 of 1 for (B)(4). This report is for an unknown distal femur plate.